Event description:
It was reported the device system was explanted and not replaced due to infection. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found. (B)(4) no anomalies found, helix /lobe distorted/bent, blood in/on helix/lobe mechanism, apparent explant damage. Full lead returned and analyzed. (B)(4) no anomalies found, blood in/on helix/lobe mechanism. Full lead returned and analyzed.